Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the implantable neurostimulator (ins) eroded through the patient's skin and fell out. The doctor cleaned and dressed the wound. The patient was recovering well. The patient was last seen on (B)(6) 2015 and only had a 2x1cm granulation tissue at the wound site.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported via the manufacturer representative (rep) that the patient's device fell out of the patient.. The patient came in and had his battery in his hand. The hcp reported that the patient's belt was rubbing at the site and caused the device to come out. The leads were intact. It was unknown what led to the event. The diagnostics/troubleshooting performed was unknown. The interventions/actions taken to resolve the issue were unknown. It was unknown if the issue was resolved at the time of the report. Surgical intervention did not occur and it was unknown if surgical intervention was planned. When attempting to get more information about the event and the patient, the hcp said to forget about it. The indication for use was unknown. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.